Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The product has been requested to be returned to zimmer biomet for an investigation. Associated products: medical product: tprlc xr t1 pps 11x142mm, catalogue number: 51-105110, lot number: unknown. Medical product: e1 ringloc bipolar 28x46mm, catalogue number: 110010465, lot number: unknown. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
On 02-mar-2022, a journal article was retrieved from the journal of orthopaedic surgery (2021) that reported a study from (B)(6) that looked at the impact of the surgical approach on postoperative dislocations. The purpose of the study was to evaluate the efficacy and safety of hemiarthroplasty performed using the cpp (conjoined tendon preserving posterior) approach for femoral neck fractures. The study reviewed 322 patients with femoral neck fractures. A bipolar hemiarthroplasty was performed in all patients using a press-fit taperloc stem and ringloc bipolar cup. Two patients were excluded from the study due to receiving a total hip at the time of surgery, leaving 320 patients for final review. No patients were excluded based on age, frailty, or cognitive status. The study population had a mean age of 83.3 years at the time of surgery (range 57-104) and a mean bmi of 20.7 (range 11.4-28.9). The final follow-up was conducted at 9.1 +/- 1.5 months after surgery (range 6-17 months). Complaint 13: the study reported that 1 patient experienced cerebral infarction (stroke) in an unknown time frame postop. The patient made no recovery and was lost to further follow up.

Event description:
It was reported, that: on 02-mar-2022 a journal article was retrieved from the journal of orthopaedic surgery (2021) that reported a study from japan that looked at the impact of the surgical approach on postoperative dislocations. The purpose of the study was to evaluate the efficacy and safety of hemiarthroplasty performed using the cpp (conjoined tendon preserving posterior) approach for femoral neck fractures. The study reviewed 322 patients with femoral neck fractures. A bipolar hemiarthroplasty was performed in all patients using a press-fit taperloc stem and ringloc bipolar cup. Two patients were excluded from the study due to receiving a total hip at the time of surgery, leaving 320 patients for final review. No patients were excluded based on age, frailty, or cognitive status. The study population had a mean age of 83.3 years at the time of surgery (range 57-104) and a mean bmi of 20.7 (range 11.4-28.9). The final follow-up was conducted at 9.1 +/- 1.5 months after surgery (range 6-17 months). Complaint 13: the study reported that 1 patient experienced cerebral infarction (stroke) in an unknown time frame postop. The patient made no recovery and was lost to further follow up.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: the product has not been returned for evaluation. X-rays or medical notes have not been provided. The investigation has been limited to the information provided, and a complaint history search. A review of complaint history did not identify any additional similar complaints about the reported item number. A historical search of the lot number could not be performed as it has not been provided. This device is used for treatment. The implants used have been confirmed to be compatible. An mhr review could not be performed as the lot number has not been provided. The likely condition of the device when it left zimmer biomet could not be determined as the lot number has not been provided. The root cause of the reported event cannot be determined with the information provided no corrective action is required at this time as the root cause of the reported event has not been determined. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.